Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted for premature battery depletion. Implant date-8/6/92 explant date-1/11/96 total implant time-41.1months cpi minimum longevity at nominal settings with a 500 ohm lead is 42 months. Cpi has not received information on implant parameters or the lead resistance throughout the implant life of the system.